Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had an oxygen inlet nozzle cannot be completing tightened, causing a little leak. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician reported that the v60 ventilator had an oxygen inlet nozzle cannot be completing tightened, causing a little leak. It was reported that the nozzle, and retainer required replacement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was repaired, and the service engineer (se) reported that the oxygen inlet nozzle, and with clamp were replaced to resolve the issue. While performing the service, the se noted that the o2 inlet nozzle is loose and is bouncing. After the repair, the device was tested and verification procedure were performed, the device settings were then restored to factory, and all the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.